Event description:
During the case, the distal tip came off of the catheter. The procedure was a diagnostic procedure. The catheter had just gone up and around the aorta when it was noticed that the distal tip (radiopaque portion) had separated. The tip floated down into the mid cfx. In order to retrieve the trip, the physician threaded a wire through the tip, advanced a balloon over the wire and through the tip, inflated it just enough to secure the tip and withdrew the entire system through the sheath. There were no problems with the device noted during prep. No resistance was met during the procedure. The nurse stated there was nothing extraordinary about the procedure. The device is being returned and there was no kink noted where the tip separated. The female patient was not hurt during the procedure.

Event description:
During a superficial femoral artery (unk if stent placement), the physician had finished the case without any problems and the flexor raabe guiding sheath was up and over. While removing the sheath, the tech said they were having difficulty pulling back. They were able to pull some of it back; however, as he was pulling it back it began to unravel. He fluoroed to make sure there were no remaining pieces in the pt, and there were none. They were able to remove the unraveled sheath with no harm to the pt. The pt was fine after the procedure. They had not experienced any problems during the procedure. Additional info received on (B)(4) 2010 stated that upon pulling back on the wire, the braiding pulled apart and the exposed wire could be seen.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a diagnostic catheterization, the distal tip of a 4fr infiniti catheter separated from the body. The tip was successfully retrieved and no patient injury occurred. No anomalies had been noted prior to use and nothing extraordinary was reported about the case. As reported, the catheter had just gone up and around the aortic arch when it was noted that the distal radiopaque tip had separated. The tip floated down into the mid circumflex. In order to retrieve the trip, the physician threaded a wire through the tip, advanced a balloon over the wire and through the tip, inflated it just enough to secure the tip and withdrew the entire system through the sheath. No resistance was experienced prior to the separation. A non-sterile 4fr infiniti jl diagnostic catheter was returned for analysis coiled inside a plastic bag. The brite tip was received separated from the catheter inside a separate bag. No other damages were observed on the catheter. The unit was observed with a microscope and transfer material from the brite tip was observed on the separated edge of the catheter tip. Evidence of appropriate fusion was observed on the contact face (separated edge) of the brite tip. A protrusion (bulge) was observed on the wall of the brite tip from the inside out. The inner and outer diameter of the catheter was measured at several locations near the separation site; all measurements were found within specifications. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint was confirmed; however, it does not appear to be related to the manufacturing process. Although the cause of the separation could not be conclusively determined, it appears that protrusion (bulge) was created from the inside out by a pointed object, such as a guidewire. Review of the available information suggests that procedural factors may have contributed to this event. No actions will be taken at this time.